Event description:
Bilateral chest muscle spasm and tightness producing discomfort, sleeploss, sensation of being unable to breath. Preventing various upper body and arm uses and activities. Breast reconstruction with saline implants by the tissue expander method.